Event description:
It was reported that prior to a patient undergoing a gynecological procedure in 2008, the locking lever on the cpc connector was loose on the motor drive unit. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Damage to drive connector or coupling - conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.